Event description:
This patient underwent an implantation of hepatic artery injection reservoir, and after removal, the transit2 microcatheter was placed in the tray filled with saline, and was delivered again. However, during delivery, friction occurred between the transit2 and the guiding catheter (detail unknown but possibly the same jc1 was used). Therefore, the transit2 was removed from the patient. When the physician touched the surface of catheter shaft (close to the distal tip), he felt it was "rough". He felt the roughness over his gloves. He was determined that the polymer coating had come off, and discontinued the use of the product. Another new transit 2 (same catalog no) was used and this product was used without any problem. Continuous flush was maintained during use of the complaint micro catheter. There was no adverse consequence to the patient. The product will be returned for evaluation.

Manufacturer narrative:
The transit2 (complaint product) was delivered to gastroduodenal artery and right gastroepiploic artery (for approx 10 min) for embolization prior to the reservoir placement. There was no difficulty delivering or removing the transit2 at this time. The transit2 was removed from the patient as one until with the 4f/80cm guiding catheter (jc1, clinical supply) in order to exchange to other catheter. Additional information indicated that prior to inserting in the patient, the microcatheter was not rough or damaged. The outer surface of the catheter was not scraped. It is unknown if the product was exposed to any sharp objects, and how long it was in the saline bath. Constant flushed was maintained at all times through all systems. The other catheter was a 4french-guiding catheter, and this catheter was not damaged. No further information was available. The product was received for analysis. Additional information will be submitted within 30 days of receipt.